Event description:
After the rn began the secondary infusion, she was putting a sticker on the drip chamber and the tubing fell off of the bottom of the drip chamber. The medication had just been started, so it had not reached the patient. A new set of secondary tubing and a new dose of medication was obtained and started with no issues.